Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician, later confirmed, rupture. Via explant surgery. As well as, reporting capsular contracture, baker grade unknown. Physician confirmed, capsular contracture, baker grade ii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture diagnosed with ultrasound and MRI. Device status is unknown.